Manufacturer narrative:
The become aware date was given previous as 02/06/2024 which has been corrected to 02/05/2024 as per sedgwick.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information threatening legal action. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.